Manufacturer narrative:
On june 21, 2025, the product investigation for lot 5927671 was completed. Device investigation summary: since no serial number was available on the returned devices, it was not possible to determine which device corresponded to the left-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device b revealed a crease/fold, on the anterior aspect of the gel mod-rnd 450cc breast implant. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On may 8, 2025, mentor received additional information which indicated that the suspect medical device's correct date of implantation was on (B)(6) 2015.

Manufacturer narrative:
On september 5, 2025, mentor received additional information that indicated that the patient's capsular contracture was on the right breast and that the left side implant had ruptured. In addition, the patient's implants were replaced bilaterally with two mentor gel implants. On september 8, 2025, mentor received additional information indicating that the correct date of implantation was on (B)(6) 2010. On september 22, 2025, mentor received additional information indicating that the patient also developed right breast implant gel bleed and left breast capsular contracture. On september 29, 2025, the product investigation was updated. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device a revealed two tears ( a and b) on the posterior view, measuring approximately 0.5 cm, and 0.2 cm, respectively. In addition, both tears were found within creases/folds. The evaluation determined that the possible cause of the rupture found is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2025-10972.

Manufacturer narrative:
On may 21, 2025, the mentor failure analysis lab received two devices for evaluation (lot numbers 5868316 and 5927671). It was not specified which device belonged to the left breast, so, both implants were analyzed. Mentor became aware that the suspect medical device was a 450cc mentor memorygel breast implant catalog: 3507450bc, lot: 5868316 or 5927671. A manufacturing record evaluation was performed for the finished device 5868316 number, and no non-conformances were identified. Manufacturing date: nov/24/2008. Expiration date: nov/23/2013. A manufacturing record evaluation was performed for the finished device 5927671 number, and no non-conformances related to the malfunction were identified. Manufacturing date: aug/31/2009. Expiration date: aug/30/2014. On may 28, 2025, the product investigation was completed for device with lot number 5868316. Device investigation summary: since no serial number was available on the returned devices, it was not possible to determine which device corresponded to the left-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device a revealed two tears ( a and b) on the posterior view, measuring approximately 0.5 cm, and 0.2 cm, respectively. In addition, both tears were found within creases/folds. The evaluation determined that the possible cause of the rupture found is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent breast augmentation revision with two unknown mentor gel implants. Post-operatively, the patient suffered left breast capsular contracture (baker grade iii). The breast was characterized with hardness and encapsulation. As a result, the patient underwent breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).